Event description:
It was reported that the patient was experiencing a burning sensation in the chest. It was unknown if the sensation was associated with stimulation, the trauma he experienced to his chest on (B)(6) 2012 when he fell and struck his left chest near the generator, related to the presence of the device, or unrelated. The burning sensation was constant and the patient had experienced pain at the generator site after the fall. It was stated that the prophylactic replacement surgery was being performed for the burning sensation; however, it was not clarified if it was to preclude a serious injury. The device was replaced on (B)(6) 2013 and discarded by the hospital. No additional information was provided.

Manufacturer narrative:
Analysis of programming history.